Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab had not been working for several days. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that they had been transducing for several days, but the waveform was poor now. They planned to replace the iab via femoral insertion. The patient was reported to be stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.